Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 505 mg/dl at the time of incident and feel okay to trouble shoot. Customer was not using insulin pump system within 48 hours of reported high blood glucose. It was also reported that the customer had site issue and site was irritated. Customer was not using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. Customer was assisted with performing the high pressure test twice and both time test was passed. The insulin pump will not be returned for analysis.